Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified: a curved sharp opening on the valve bond edge assessed as an unidentified (tear) opening (no shell thickness due to opening being under the plug strap). A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified(tear) opening.

Event description:
The device has been explanted.